Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that the patient underwent gynecological surgical procedure on (B)(6) 2008 and gynemesh was implanted concurrently with total vaginal hysterectomy and cystoscopy procedures. It was reported that patient underwent transection and partial removal of suburethral sling on (B)(6) 2011 by (B)(6) at (B)(6) health system. In addition, a device history review has been inserted into the file. This review indicates that there was no quality concerns associated with the manufacturing process.

Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on an unknown date and an unknown mesh was implanted. It was reported that the patient experienced unspecified complications. No additional information has been provided.